Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace system controller alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 34 days of data ((B)(6)per the timestamp). The log file captured intermittent replace system controller alarms associated with backup mcu faults on (B)(6) 2020 at 02:12:50 and from 02:14:02 to 02:14:22. The alarms resolved on their own each time they activated. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple attempts were made to obtain additional information, including if the system controller would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2017. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the replace system controller alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was exchanged due to replace system controller alarms associated with backup microcontroller unit (mcu) faults.